Manufacturer narrative:
Product complaint (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an endovascular embolization to an aneurysm at the left middle cerebral artery m1 segment, an enterprise2 4mmx16mm no tip intracranial stent (encr401600, 8484767) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 31162050) and could not pass through the microcatheter (mc). The physician removed the stent and microcatheter from the patient and replaced a new stent and a new microcatheter to complete the procedure. The procedure was prolonged about 10 minutes. There was no patient injury reported. Additional event information received on 16-may-2024 indicated the devices were not able to be torqued. The 10 minutes procedural delay was not clinically significant. One non-sterile prowler select plus 150/5cm was received in the decontamination pouch. Upon receipt of the device, visual inspection was performed, and the catheter hub was found separated from the ID band. No other damages were found. Microscopic examination revealed that the hub had been intentionally cut. One portion of the ID was missing, and a clean cut was observed, indicating that the damage had been made by a sharp object. The device was confirmed to be within specifications for the outer diameter (od) and distal inner diameter (ID). The issue regarding the microcatheter being obstructed with the enterprise system could not be evaluated due to the conditions in which the microcatheter was returned. The reasons of why the device has been cut remain unknown. With the information available a root cause of the failure encountered cannot be determined. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. According to the risk documentation, the inability to connect the interventional device into the microcatheter and track to the desired location is a potential failure mode that can occur due to user technique. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following precaution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization to an aneurysm at the left middle cerebral artery m1 segment, an enterprise2 4mmx16mm no tip intracranial stent (encr401600, 8484767) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 31162050) and could not pass through the microcatheter (mc). The physician removed the stent and microcatheter from the patient and replaced a new stent and a new microcatheter to complete the procedure. The procedure was prolonged about 10 minutes. There was no patient injury reported. Additional event information received on 16-may-2024 indicated the devices were not able to be torqued. The 10 minutes procedural delay was not clinically significant.